Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was not working as intended. The patient underwent an ipg replacement procedure and was doing well with good coverage postoperatively. The explanted ipg was discarded by the medical facility and will not be returned.